Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with severe pluritic pain. Interrogation of the device noted high, out of range pacing lead impedance. Chest x-ray showed that the atrial lead had perforated through the right atrium. The lead was repositioned and normal parameters were obtained. The patient was fine after the procedure.

Manufacturer narrative:
(B)(4).